Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, a swan ganz catheter had inaccurate svo2 readings. Svo2 readings were in the high 70s to low 80s while the venous blood gas (vbg) was 60%. First calibration was completed around 330pm, which happened 3 to 4 hours after initial post op stabilization. 12 hours later, catheter had to be recalibrated due to the svo2 increasing again to the 80s to 90s. Vbg was done and actual o2 sat was 58%. Core temperature on swan ganz was 35.6 but oral temp showed 36.8. Three cables were tested and all successfully passed. Monitors were switched out but the core temperature issue continued. No large volume was running and drips were running via rij triple lumen, not the pa side port. Line placement was good on chest xray however swan ganz would often alarm for poor signal. While troubleshooting, co/ci would spontaneously be displayed. There was no patient injury.